Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had high blood glucose level of 545 mg/dl. Customer was treated with insulin pump. Customer was alleging insulin pump for under delivering because customer's blood glucose level was not going down even after changing the twice. Customer stated that there was no air bubbles and leak. The insulin pump will be and reservoir will not be returned for analysis.